Event description:
Healthcare professional provided additional information, patient was treated with coolcurve+ advantage, coolcore advantage, coolfit advantage and coolsmooth applicators. Upper abdomen and back are visibly enlarged, right more than left. The date of cs was (B)(6) 2018. As per the patient, she consulted with a plastic surgeon who has experience with coolsculpting, diagnosed the ph and has planned liposuction in the near future.

Manufacturer narrative:
Additional information: a4, b5, d1.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Healthcare professional reported paradoxical hyperplasia (ph) on the unknown area with their unknown applicator for a coolsculpting system post treatment, and patient was treated on (B)(6) 2018 on the following areas: abdomen, inner thighs, outer thighs, banana roll, flanks, and back.